Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the foreign material could not be identified based on the provided information. The root cause of the foreign material remaining in the device could not be conclusively specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient injury or harm.